Event description:
A physician reported two ozark screws fractured post-operatively. Revision status is not currently known. This report represents the first of two screws.

Manufacturer narrative:
Functional inspection, dimensional inspection, and material analysis were unable to be performed as the device was not available for evaluation. However, fracture was confirmed through inspection of the associated radiographic image. The image revealed that the construct was composed of a three (3) level plate, eight (8) screws, and three (3) interbodies. Both screws were found to have been fractured at the caudal-most level of the construct. A review of the device and complaint history records could not be performed as a valid lot code was not identified. It is not clear what caused the screws to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause could be determined based on the available information.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported two ozark screws fractured post-operatively. Revision status is not currently known. This report represents the first of two screws.